Event description:
Customer returned this device for evaluation and repair of a pinhole in the distal end rubber coating (a-rubber). There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the adhesive of the lens was peeled leading to a gap with possibility of dirt entering the inside of the lens. This medwatch is being submitted for the reportable issue of adhesive of the lens being peeled leading to a gap with possibility of dirt entering the inside of the lens observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the adhesive of the lens was peeled leading to a gap with possibility of dirt entering the inside of the lens. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.